Manufacturer narrative:
(B)(4). Batch #: u9525f. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure stapler misfire on first firing with a green load on the antrum of the stomach. There was an audible clicking as the blade advanced. The staples formed on one side of the patient there was a good cut line. The staples did not hit the pocket on the specimen side. There was an opening on the specimen side. Case was successfully completed. No patient complications.